Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to inflammation.

Manufacturer narrative:
Additional information: according to the limited information received the device was explanted due to an inflammation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of inflammation. The concerned device has not been received for investigation yet.

Event description:
The device was explanted. Possible inflammation was reported; no technical issue identified.